Manufacturer narrative:
Reference mfg. Report numbers: 2015691-2018-04464, 2015691-2018-04466, 2015691-2018-04467, 2015691-2018-04469, 2015691-2018-04474, 2015691-2018-04476, and 2015691-2018-04477.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there is insufficient information to determine the cause of the reported major bleedings. The authors did not mention the source of the bleedings and did not specify to which of the devices used during the tavr procedure these events were associated. However, there was no allegation or indication a device malfunction contributed to these adverse events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: schofer, n. (2017). Comparative analysis of balloon-versus mechanically-expandable transcatheter heart valves considering landing zone calcification. Japanese college of cardiology, 1-7. Reference for complaint: sabine bleiziffer, et al. Apical-access-related complications associated with trans-catheter aortic valve implantation, journal of cardio-thoracic surgery 2011; 469-474.

Event description:
As reported from a literature article reported by our (B)(6) affiliate a single center retrospective study of 212 patients with severe symptomatic native aortic valve stenosis who received transfemoral tavi with the sapien 3 valve between 2014 and 2015: ¿comparative analysis of balloon- versus mechanically-expandable transcatheter heart valves considering landing zone calcification¿. The outcome was assessed according to varc ii definitions. During the study period 20 patients suffered from a bleeding complication during 30-day clinical outcome.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.